Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Additionally, it was noted that the telemetry was turned off. Device replacement was recommended. This pacemaker was subsequently explanted. No additional adverse patient effects were reported.